Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Additionally, the health care professional (hcp) noted a pericardial effusion. The device was reprogrammed to left ventricular (lv) pacing only. This crt-d remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.